Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was performed and did not reveal any issues during manufacturing that could be related to the event. Note: the event was inadvertently also captured and submitted under manufacturer report number 2015691-2012-18479/complaint number (B)(4). (B)(4).

Manufacturer narrative:
Two (2) 26mm sapien valves were implanted during this case, however, at this time is unknown which valve (sn# (B)(4)) was implanted first. Serial # (B)(4)/mfg. Date. 4/12/2012 - exp. Date 3/18/2012 serial # (B)(4)/mfg. Date. 1/17/2012 - exp. Date 11/26/2013. The devices were not returned for evaluation as they were not explanted from the patient; however, per report, there was no device malfunction. A device history record (DHR) review for both of the valves was completed and the devices were noted to have met manufacturer's specifications prior to distribution. (B)(4). Investigation is ongoing.

Event description:
As reported through the patient registry, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the decision was made to deploy a second 26mm sapien valve.